Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error". The error occurred during maintenance after the start up of the device. The rotaflow pump system consists of the rotaflow console and the rotaflow drive. The rotaflow console is used for control and flow display. The rotaflow drive is the drive for the single use product. The drive is connected to the console via a cable. The reported "head error" can indicate errors in the console and / or the drive. A getinge service technician was on site on 2021-08-25 to check the affected rotaflow drive (serial# (B)(6)). The technician confirmed the error message "head error". On 2021-09-27 the customer decided that not to repair the affected rotaflow drive (serial# (B)(6)). The following most possible root cause could be determined for the head error: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. Based on these investigation results the reported failure could be confirmed. If customer decides to send the drive back for repair and if significant investigation results become available. We will reopen this complaint and report and initiate necessary steps. The product in question was produced in 2008-05-01. The review of the non-conformities has been performed on 2021-10-25 for the period of 2008-05-01 to 2021-10-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ during maintenance. Complaint ID: (B)(4).